Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. The customer's blood glucose level was 5.5 mmol/l at the time of the incident. Customer states that they dropped their pump in the water and it died. The insulin pump will be returned for analysis. No further details are given.

Manufacturer narrative:
Unit passed the displacement test. Unit had cracked case at belt clip rail corner. Unit powered up properly after the battery was inserted. No blank display noted. However, unit alarmed pump error 75 during the self test due to corroded electronic assembly. The motor and force sensor was also corroded.